Event description:
It was reported that during a ptca/stent procedure, while deploying the stent, the stent delivery system (sds) lost pressure at atms. The sds was rapidly inflated to 10 - 12 atms, at which point a pinhole rupture was noted and resulted in a vessel dissection behind the stented area. The dissection traveled retrograde and resulted in left main (lm) occlusion. The pt went into cardiac arrest, was intubated, and pressure supported with an intra aortic balloon pump. A second stent was used to successfully treat the occluded lm. The stented area was post dilated and reportedly, one day later the pt was doing well.